Event description:
The customer reported "tube air maintenance error." There was unknown patient involvement and unknown patient harm/adverse event reported. There is no further information available.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted the device to be in good physical condition. Review of the error history log found no problems. At the time of investigation, functional testing was unable to duplicate or confirm the reported event. Preventative service was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.